Event description:
The customer reported that the system displayed an interlock failure.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep diagnosed the interlock failure to filament driver. He replaced the filament driver pcb. The unit operates as intended.